Event description:
A copy of the medwatch report from FDA was received, which states, "after delivery, pitocin was hung on channel b and the channel would not work and would report ¿channel error¿. During this time, the patient developed uterine atony. Registered nurse (rn) was free flowing pitocin by hand until a new channel was brought into room. When the new channel was placed, the same message read ¿channel error¿. A new pump was brought into room and the lactated ringer¿s (lr) and pitocin were placed on the new pump. Patient had a stage ii hemorrhage, intramuscular (im) pitocin was given (due to delay in initial pitocin running), methergine im, tranexamic acid (txa), and pitocin were all given. Bleeding was controlled and patient stable." Additional information was received by the customer: incident was investigated by the customer. The findings were the staff attempted to use pumps that had not yet been remediated with pumps that had been remediated. "This was the cause of the error".

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.